Manufacturer narrative:
Concomitant medical product: (B)(4) ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and leads were returned to the manufacturer from the funeral home. The cause of death was listed as natural, the primary cause was cardiogenic shock, and the secondary cause was listed as sepsis. Additional information requesting the source of the sepsis was made, but is unknown.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.